Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress such as cleaning and disinfecting. The event can be prevented by following the guidelines provided in the chapter 'safety precautions handling and general precautions' found in the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
This is an olympus loaner device sent in for repair for an issue of adhesive at bending section being chipped. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the adhesive of the objective lens was chipped. This medwatch is being submitted for the reportable issue of the adhesive of the objective lens being chipped as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the objective lens was chipped. This is attributed to physical or chemical stress. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.